Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 56-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the implanted impella 5.5 pump was no longer unloading during patient support. As a result, the pump was removed and replaced with another impella 5.5 device. It was noted that biomaterial was observed in conjunction with the flow issue. There was no patient harm.

Manufacturer narrative:
The investigation into the low pump flow issues has been completed since the original report was submitted. The device was not returned for investigation. Data logs reported less pump flow output than expected, with several suction alarms. The cause of the low pump flow issue was not determined since product was not returned and sufficient clinical information was not provided.